Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that since around the time he a colonoscopy and stopped taking all his pain pills. The patient said his back was hurting and had an awful lot of back pain. The patient wanted to make sure the stim was actually turned on. The patient was charging every day to 100% and the ins battery depleted during the day. The patient checked with the programmer and the controller was at 80% and the ins was at 50%. The patient said he was doing fine before this and had been taking one pain pill per day but he had stopped taking the opioids for the colonoscopy until the day prior to the report he took a pain pill. The controller showed stim was on group b at 2.6. The patient said when his stimulation was first set up and he tried groups a and c, but he has been on b ever since, he thinks it was as high as he should go because when he coughs he gets an electrical shock down his leg. The patient was going to work with a rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient turned the amplitude on the stimulator down and there were no further issues. Shocking/pain has resolved.